Event description:
The customer reported vacuum system timeout. While repairing the unit the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints related to the reported oil mist. The fse repaired the unit.